Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to run detect and treat testing. The root cause for the failure was the cable connecting ECG "c" and ECG "d" was pulled from the strain relief at the distribution node (dn), damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.